Event description:
It was reported that the user experienced persistent high blood glucose readings on the ilet after a supply change in which the tubing was not fully primed, followed by multiple infusion site and full supply changes with continued hyperglycemia; the scenario aligned with an improper procedure during setup and involved the tubing component. Symptoms included hyperglycemia, with fingerstick values reported up to 478 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, associated with the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.